Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned for analysis.